Event description:
During a premature ventricular contraction ablation procedure, an effusion occurred. During the waiting period after ablation was performed, the patient became hypotensive and a transesophageal echo confirmed an effusion. A pericardial tap was performed and blood was continuously removed and perfused back to the patient over 90 minutes. The effusion persisted even though blood pressure was stabilized and was noted to be on the lateral wall of the left ventricle near where ablation was performed on the anterior lateral papillary muscle. Due to CT surgical back up being in the middle of a valve replacement, the patient was put on a flight for life to memorial medical center and is recovering.

Manufacturer narrative:
Additional information: d9, g4, h2, h3 the results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported effusion could not be conclusively determined. It was thought that the perforation occurred with movement / repositioning of the tacticath catheter. Per the IFU, cardiac perforation is a known risk during the use of this device.